Event description:
A report was received that the pt would have a pocket revision due to the ipg site being sensitive, uncomfortable, and too close to the surface. The physician repositioned the pt's pocket site. The pt was reportedly doing well after the revision.

Manufacturer narrative:
This is a final report.